Manufacturer narrative:
The hospital biomed replaced the ez change valve assembly, the flow sensors, and rebuilt the breathing circuit module. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 2/26/18 phone call, 2/28/18 phone call, 3/01/18 phone call.

Event description:
The hospital reported that, during a case, the unit alarmed for high fico2. There was no reported patient injury.